Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00008 to provide additional information regarding the results from the evaluation of the involved device.

Manufacturer narrative:
The involved device was returned to the manufacturing facility in (B)(4) for further evaluation. Inspection and testing of the returned sample confirmed that the large and small balloons had been stretched and then torn along the area adjacent to where the two balloons are welded. Evaluation of non-damaged areas of the returned sample and of a retained sample confirmed that there were no other anomalies or defects. Testing of a retained sample confirmed that the balloons did not tear unless excessive force was applied. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the appearance of the returned sample is most consistent with damage due to the user applying an excessive pulling force when opening the band prior to use, resulting in the tear between the two balloons. The labeling does address the potential for an event related to damage of the tr band balloon in the instructions-for-use with the following statement: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tr band was noted to have been damaged as it was being prepared for use. The following information was provided by the user facility: during preparation of the device prior to placement the tech noted that the band "would not hold any air"; closer inspection by the tech revealed what "looks like a tear to one of the bladders"; and the balloon was not applied to the patient.

Manufacturer narrative:
The involved device is in transit to the manufacturing facility in (B)(4) and has not yet been received for evaluation. Therefore, the investigation was based on evaluation of user facility information, a retained sample and quality records. Evaluation of the retained sample confirmed there were no defects or anomalies. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The cause for the reported event cannot be determined based upon the currently available information. The labeling does address the potential for a deflation event in the instructions-for-use with statements such as:"do not inject more than 18ml of air. There is a possibility of damaging the device if this volume is exceeded"; "be careful that no foreign particles get into the air injection port when injecting the air. The air could leak"; and "patient should not be left unattended while the tr band is in use" all currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental follow-up report will be submitted when the involved device is received and evaluated by the manufacturing facility in (B)(4).